Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/10/2015 with the following findings: the pump's black box showed evidence of a voltage drop resulting in a replace battery alarm on 10/26/2015. There was evidence of moisture contamination inside the battery compartment. The pump case was cracked in the corner of the display area. The pump's current draws were within specifications. Unrelated to the initial allegation, the display screen was dim and discolored. The audio bolus button cover was torn but still responsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.